Event description:
A customer contacted stryker to report that their device alarmed and paused. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The sn of the reported device was provided. The record has been updated accordingly. A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. After replacing the compression module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device alarmed and paused. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the faulty compression module at the product analyses center (pac) and the cause of the reported issue was determined to be due to damaged protective pot. The part was archived by stryker.

Manufacturer narrative:
The customer did not provide the serial number of the device, therefore g4 PMA/510(k) and h4 manufacturing date were left blank intentionally. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device alarmed and paused. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.